Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. Dried blood prohibits testing of helix extension/retraction. The lead was not over-retracted. It was noted that there was blood/body fluid on the distal conductor (not obstructed), the inner tubing was kinked/buckled, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism, there was a tip seal observation, the stylet stuck in the lead-distal coil, and there was apparent explant damage. The device is part of the advisory for this model.

Event description:
It was reported that the lead was placed on the septal wall and when attempted to reposition the screw retracted but would not extend again. The lead was not implanted and replaced with a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.